Manufacturer narrative:
Device was received on 03/25/2020; however, an evaluation was not performed.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with less than 80 units of insulin. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 130 mg/dl.